Event description:
It was reported during a radiofrequency ablation procedure involving an intellamap orion high resolution mapping catheter, the patient developed ventricular fibrillation as the catheter entered the ventricle. No damage and no patient complications were noted. The patient's current condition is stable.

Manufacturer narrative:
The device was received at boston scientific for analysis. Visual inspection noted a kink in the main shaft, which did not affect steering. Functional tests were performed on both sensors and both were in range of specification. Deployment appeared appropriately on a workstation screen during testing and all mapping capabilities were present. The reported event was not confirmed. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a radiofrequency ablation procedure an intellamap orion high resolution mapping catheter was selected for use. As the catheter entered the ventricle, there were difficulties with the bend of the catheter. It was reported that when the physician entered the ventricle, ventricular fibrillation was triggered. Defibrillation was performed and the patient's current condition is stable.